Event description:
It was reported the insulin pump alarmed no delivery during prime. Customer thinks low battery might be causing the no delivery. Blood glucose was 102 mg/dl. During troubleshooting call was disconnected. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.